Event description:
It was reported that after a da vinci assisted pyloroplasty procedure, two surgeons who did not assist in the surgery indicated that the patient was readmitted for a hematoma. The location of the hematoma was not specified. An intuitive surgical, inc. (Isi) clinical sales representative (csr), who was present during the da vinci-assisted surgical procedure, stated that the surgery went well. There was no excessive bleeding or injury seen. The patient went home as expected. The csr followed up with the surgeon who performed the da vinci-assisted surgical procedure. According to the csr, the surgeon indicated that the post-operative complication was not robot related. The surgeon declined to provide any more information about the incident. The patient was reportedly doing well and was going to be discharged soon.

Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s post-operative complication is unknown. The surgeon stated that the hematoma was not due to a da vinci product. Isi has attempted to contact the site to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no products are expected for return to isi for evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all reusable instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against the instruments. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following: after a da vinci assisted pyloroplasty procedure, the patient was readmitted to the hospital for a hematoma. Although the surgeon stated that the hematoma that occurred in the patient is not related to the robot, the cause of the post-operative complication is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.